Manufacturer narrative:
The device was returned to our us facility on nov-18-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that during a cystoscopy procedure on (B)(6) 2024, the device gave an error and not responding. They were able to complete the procedure using a single-use scope without any patient impact. However, this issue caused a delay to the procedure for about 30 minutes.

Manufacturer narrative:
Per evaluation by the manufacturing site: the customer's complaint was verified. The tc301us ccu failed to link to tc201us/tc200us test fixtures. A functional test confirmed the customer's complaint. Troubleshooting resolved the issue by replacing the power supply (ksi part#: 053070-05 rev. Ba). With a test fixture power supply installed the ccu was burned-in overnight without issue. Karl storz does not have access to the power supply schematic, so a specific part could not be identified. Ultimately, a power supply replacement is required to address the customer's issue. Power supply info: (B)(6) part#: bpc000129 rev. E1: serial number: (B)(6). This event is filed under internal complaint ID: (B)(4).